Manufacturer narrative:
The reported issue was discovered when the perfusionist went into the pump to change the time on the unit. After charging the unit the battery life displayed 187 minutes but dropped to zero as soon at the unit was unplugged. The user facility has been advised to take the system out of service.

Event description:
It was reported that during the use of the device for a non-clinical activity, the pump had a red battery symbol and was showing zero time available. There was no patient involvement.

Manufacturer narrative:
Updated blocks: h6 and h9. The reported complaint was confirmed. During laboratory analysis, the product surveillance technician (pst) observed both batteries to have a voltage measurement of 0.0 volts direct current (vdc) and were reading 000 siemens (s). After charging, the first battery measured 5.9 vdc and it was reading 'too low' for the s reading. The second battery measured 10.7 vdc after charging and was also reading 'too low' for the s reading. Per data log analysis, on (B)(6) 2019 the system is powered down while battery capacity is 15/16 (full). The system is powered up on (B)(6) 2019 at 5:07 am and now battery capacity is 0/16 (empty) which will cause the red light emitting diode (led) as reported. The batteries are being charged in overcharge (not bulk) indicating the batteries are not empty. The system is power cycled a couple of times and the batteries are charged in overcharge until battery capacity is 15/16 indicating the batteries were depleted. On (B)(6) 2019, alternating current (a/c) power is disconnected and vmot drops to 20.342 immediately indicating bad batteries. This triggered a depleted battery shutdown but the system did not shutdown. Later the system is run on batteries again after the batteries were charged. This time the system quickly did a depleted battery shutdown. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) verified the reported complaint. The unit would shut down when unplugged and the batteries would not hold a charge. He replaced the batteries. The unit operated to the manufacturer's specifications. The suspect part was returned to the manufacturer for further evaluation.